Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced alternating high and low glucose levels while using the ilet and was unsure of the cause; the user disclosed that on some days they did not meal announce due to very low carbohydrate intake, and education was provided that not meal announcing for days could affect the algorithm. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no alarms or alerts and completion of troubleshooting and education, with additional training scheduled. Investigation included customer counseling and education on appropriate use and algorithm behavior. Investigation of this case revealed no device alerts and no specific device malfunction identified, with user behavior related to missed meal announcements considered a potential contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.